Event description:
It was reported that the event involved a male patient while in the cardiac care unit during use. Approx 10 hours prior a zeon medical intra-aortic balloon (iab) was inserted via left femoral artery without issue. The autocat2 wave intra-aortic balloon pump (iabp) alarmed possible helium leak. The iabp was restarted again and the alarm did not stop. They checked the iab and the patient's artery, but there was no problems found. As a result, the user switched out the pump successfully and therapy went on as planned. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was an approximate 5 minute delay in therapy with no harm to the pt noted. The pt outcome is good. No pump strips are available for review. Inspection of the pump will be done at (B)(4).

Manufacturer narrative:
(B)(4). Device will not be returned for eval.